Manufacturer narrative:
Additional information was received that only the ipg was replaced for better coverage. There were no device issues and physician did not suspect device malfunction. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a lead and ipg revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo a lead and ipg revision procedure for an unknown reason.